Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00653. It was reported that balloon rupture occurred. The target lesion was located in the calcified obtuse marginal (om) artery. A 2.5x12 apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. A 2.5x12 synergy drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent was stripped off the delivery system into the artery. Wire placement was then lost. The physician re-wired the artery and a 2.5x8 apex balloon catheter was inflated and smashed the dislodged stent into the wall of the om. A 2.75x16 synergy drug-eluting stent was deployed successfully in the om where the previous stent embolized and a 4.0x20 nc apex balloon was used for post dilatation and to smash the portion of the 2.5x12 synergy stent that was protruding into the circumflex. The procedure was then completed. No further patient complications were reported and the patient's status was fine.